Event description:
The patient was implanted with an afx2 bifurcated stent graft (bif) and an afx vela suprarenal for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2019. Approximately six (6) years post initial procedure the patient presented with flank pain and a scan showed separation of the vela suprarenal and the bif. The physician is planning to evaluate the patient in the upcoming week.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak complaint is confirmed. The type iiib endoleak of the proximal cuff complaint is confirmed. This is consistent with the reported adverse event/incident. A 28 mm main body and a 28 mm vela cuff were implanted at index. When selecting a 28 mm proximal extension, it is generally recommended to use a device one size larger in diameter than the main body of the bifurcated stent graft. This likely contributed to the reported event which results in cautionary product use. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.